Event description:
A caller reported experiencing a tandem mobi cartridge alarm during the loading process. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer stated they replaced the cartridge and infusion set.